Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and indicated that sodium, potassium, and chloride tests ran for the sample ID 31471. The customer stated that the sample was free of interference and centrifuged for 5 minutes. Siemens noted that the level 1 quality control (qc) recovered within acceptable ranges, and level 3 was low for sodium and potassium. The customer replaced the integrated multisensor technology (im) and noted that the dilcheck test failed two attempts. Siemens determined that the imt was deconfigured and dispatched a customer service engineer (cse) to the customer site. The cse performed and verified the following: replaced the imt tubing and rotary seal. Ran a condition routine, and the dilcheck and testing passed. Ran a precision test and passed. The system was operational. Siemens reviewed the information provided and noted that the sample was centrifuged using statspin and is outside the tube manufacturer's instructions for centrifugation at 1100-1300g for 10 minutes. Siemens reviewed the services performed and determined that the cause of falsely depressed, potassium (k) results is unknown. Siemens cannot rule out pre-analytical variables or sample-specific issues as contributing factors. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. The instrument is operating within specifications. No further evaluation of the device is required.

Event description:
The customer obtained discordant, falsely depressed, potassium (k) results on a dimension exl with lm instrument. The falsely depressed results were not reported to the physician(s). The customer used the same patient sample to perform repeat testing on an alternate dimension exl instrument. The customer informs that a repeat result of 5.4 mmol/l was obtained and reported to the physician(s) as the correct result. There are no reports of patient intervention or adverse health consequences due to the falsely depressed potassium (k) results.